Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 8.9 mmol/l at the time of the incident. The customer also reported that, the short battery life, no recent alarms or anomalies found and had a small crack in the display just under the round confirmation button and last but not least he run a self-test previously and again we found error. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly. Device was received with cracked select button keypad overlay and minor scratched lcd window. No crack on the lcd window noted during physical inspection.